Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 500 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was diabetic ketoacidosis. Customer is still in hospital until her blood glucose are stable. Customer was wearing the pump at time of emergency room visit. The customer was advised that since they cannot figure out cause of high blood glucose and is not receiving a no delivery alarm will go to delivery anomaly. The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 500 mg/dl. The customer think that there is no delivery anomaly, she stated that she has tried 2 different sites and 2 bottles of insulin. Customer was not able to upload to care link at this time. The troubleshooting was done, customer was advised the pump will need to be replace.